Event description:
The mother of the patient reported that the patient's device was explanted within the same year of implant due to the patient complaining of a lot of pain. No other relevant information has been received to date.